Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failure 'z-block has foreign objects' is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. One or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. No further escalation is required. A historical review of the last 12 months of complaints was performed and no trends were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive around lg lens had discoloration, z-block had foreign objects, and adhesive around objective lens had a chip. There was no patient involvement.